Manufacturer narrative:
Reporter is a j&j employee. A product investigation was conducted. Service and repair evaluation: the device failed calibration during evaluation. The repair technician reported that device failed low during testing at service and repair. The device will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part# 03.620.061. Synthes lot# h837519-13. Supplier lot# h837519-13. Release to warehouse date: 08 nov2019. Supplier: avalign technologies-nemcomed. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hold for kp 3.2it was reported that on (B)(6) 2022, during evaluation at service and repair, the 10nm torque limiting ratchet handle failed calibration. There was no patient involvement. This report is for one (1) 10nm torque limiting ratchet handle-6mm hxc. This is report 1 of 1 for complaint (B)(4).